Event description:
The customer reported that on (B)(6) 2010 erroneous low neutrophils (ne%), high lymphocytes (ly%) and high basophilia (ba%) results were generated on a coulter hmx hematology analyzer for single patient sample. The suspect results were accompanied by instrument generated "abnormal population" and "review data/slide" messages. Beckman coulter inc. Assessment of customer supplied data revealed that the initial ba% results was not elevated as originally verbally communicated by the customer. Upon repeat sample testing on the same instrument, higher ne% results, lower ly% results and consistent ba% were generated with the same instrument generated flags as the initial results. A manual smear was assessed. Higher ne% results, lower ly% results and lower ba% results were generated and regarded as valid. The initial erroneous ne% and ly% and suspect ba% results were reported outside of the laboratory however there was no death, serious injury or affect to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that controls run before and after this event recovered within assay limits. No specific patient information, sample handling/collection information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010. The field service engineer (fse) replaced the the vacuum tube in the direct current/radio frequency preamp and adjusted the light scatter(ls) on the ttm module. Upon completion of the necessary and verified repairs the instrument was returned back into operation the root cause for the erroneous test results is a defective radio frequency vacuum tube and light scatter misalignment. The root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.